Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. A review of the manufacturing records for this device did not reveal any non-conformity relevant to this reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
During a routine atherectomy procedure it was noticed that there was some bulging of the hawkone nosecone when the device was removed. The physician opened another device and successfully treated the patient with no procedural complications. Patient was treated successfully post atherectomy with a standard pta balloon followed up with in.pact admiral drug coated balloon. No injury occurred to patient. Evaluation of the returned device was completed on february 23, 2016. The customer's report of the hawkone showing bulging of the distal assembly has been confirmed. Bulging of the distal assembly was noted at the location where a tear to the tecothane layer of the distal assembly was observed. Biological material was visible at the location of the observed hole. The root cause of the bulging and hole/tear observed to the tecothane of the distal assembly is unknown at this time. Contributing factors such as lesion morphology and procedural technique could not be analyzed.